Event description:
During implant of the lead at the his bundle, high pacing impedance and low sensing were observed. The lead was not successfully implanted. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.